Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the transcatheter aortic valve replacement (tavr) procedure, the right atrial (ra) lead exhibited low sensing and no capture and the right ventricular (rv) lead was noted with unstable thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.